Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2010. According to the complainant, the patient had a malignant stricture as a result of pancreatic cancer. It is unconfirmed if the patient's anatomy was tortuous, however it was reported that the anatomy was not dilated prior to the procedure. During the procedure the stent was positioned within the patient's common bile duct; however when the deployment handle was retracted, the stent failed to deploy. The device was removed from the patient without issue and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. The investigation results revealed that the outer sheath and inner lumen were broken in two separate pieces; therefore based on this information, this event is now deemed reportable.

Manufacturer narrative:
A visual examination revealed that the device was returned for analysis in 2 sections. The outer sheath was broken at 245 mm proximal to the tip and the inner lumen was broken at 251mm proximal to the tip. The break in the inner lumen was at the skived area and the break in the outer sheath was in the mid section of the guidewire access port. The clear outer sheath was accordioned proximal to the distal end. During analysis there was no issue in movement of the outer sheath along the shaft. The distal end of the outer sheath was retracted and the stent was deployed. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.